Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The stm that found the issue reported that, after troubleshooting the unit, he found that the main pcb was faulty. The stm replaced the main pcb. Once replaced, the unit operated correctly and he was able to complete the pm. The unit was then returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a electrical test failure #50 during a preventative maintenance performed by a getinge service territory manager (stm). There was no patient involvement and no adverse event was reported.